Event description:
Customer reported that the nurse, a new graduate and orientee, splashed blood in customer's eye while disconnecting an IV set. The nurse was having difficulty removing the secondary IV set. Blood had backed up into the tubing. "Without first flushing the line to eliminate blood, the nurse pulled on the IV line causing the line to release from the maxplus and spray blood in customer's eyes." The customer was treated in ER where customer's eyes were irrigated and contact lens removed.